Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix kugel hernia patch on (B)(6) 2004 and bard mesh (bard flat mesh) on (B)(6) 2005. As reported, the patient is making a claim for an adverse patient outcome against both devices. It is alleged that the patient underwent revision surgeries on (B)(6) 2005 and (B)(6) 2006. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2004 ¿ patient was diagnosed with recurrent incarcerated hernia thereby underwent open repair with the implant of composix kugel mesh (device #1). Per op notes, ¿a composix kugel mesh (device #1) was placed into defect and secured using sutures.¿ (B)(6) 2005 ¿ patient was diagnosed with recurrent incarcerated incisional hernia with displacement of mesh and small bowel obstruction thereby underwent open repair with the removal of mesh (device #1) and implant of bard flat mesh (device #2). Per op notes, ¿the loops of the bowel was densely adhering underneath the mesh was resected. Lysis of adhesions were performed. The disrupted composix kugel mesh (device #1) was removed. The hernia was reinforced using bard flat mesh (device #2) placed on top defect and secured using sutures.¿ (B)(6) 2006 ¿ patient was diagnosed with recurrent ventral hernia with methicillin resistant staph aureus infection; adhesion thereby underwent open repair with the removal of mesh (device #2). Per op notes, ¿the large hernia sac was separated from the fascia, and extensive lysis of adhesions of omentum to the hernia sac, small bowel. The fascial defect at the level of the umbilicus with segments of mesh (device #2) involved and serous fluid within the hernia sac was removed.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This supplemental emdr represents the bard/davol mesh ¿ composix kugel (device #1). An additional supplemental emdr was submitted to represent the bard flat mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol composix kugel hernia patch (device #1). An additional emdr was submitted to represent the bard mesh (bard flat mesh) (device #2). Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix kugel hernia patch on (B)(6) 2004 and bard mesh (bard flat mesh) on (B)(6) 2005. As reported, the patient is making a claim for an adverse patient outcome against both devices. It is alleged that the patient underwent revision surgeries on (B)(6) 2005 and (B)(6) 2006. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.